Event description:
It was reported that during set up for a procedure when the e-sep pencil was plugged in an error occurred on the console. The pencil was activating as soon as it was plugged in. The pencil was replaced with another pencil from the same lot. The second pencil functioned as intended. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
It was reported that during set up for a procedure when the e-sep pencil was plugged in an error occurred on the console. The pencil was activating as soon as it was plugged in. The pencil was replaced with another pencil from the same lot. The second pencil functioned as intended. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
H6: the quality investigation is complete.